Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins) the reason for call was patient mentioned that they had a shoulder replacement and after that, patient mentioned that they felt that the implant has definitely shifted. Patient mentioned that it went all the way to the back instead of the side of the hip. Agent redirected to healthcare provider (hcp), however patient mentioned that they no longer have one. Agent sent a message to the field for visibility. No symptoms were reported.